Event description:
It was reported that during a laparoscopic chole procedure the clips were falling out of the device, at an unknown firing. The clips fell into the patient but were removed without altering the procedure. A second device was pulled to complete the procedure with no patient consequence.

Manufacturer narrative:
(B)(4). The analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, one sheet with three pictures was received along with the device; in each picture it could be observed some malformed clips placed on the structure. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining clips as intended. As the device was found to be fully functional, it could not be determined what may have caused the reported incident.